Event description:
The customer reported a backup alarm failure. The ventilator was on a patient at the time of the alarm. The patient was swapped to a different ventilator. There was no patient harm. The customer determined they needed to replace the cpu board. The customer replaced the cpu board and resolved the issue.

Manufacturer narrative:
The returned cpu pcba was received for failure investigation. Previous investigations have shown ls1, the audio buzzer component on the cpu board built without a date code could be subject to cold joints within ls1, resulting in ls1 failing to sound.